Event description:
The customer reported the collimator is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator stop switches. The system operates as intended.